Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5075527.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted in the patient on (B)(6) 2012. According to the complainant, a year after the procedure, the patient experienced pelvic pain, recurring fevers, bladder infections, teeth problems, alopecia, back pain, recurring rashes and foot and ankle swelling. She was diagnosed with venous insufficiency. Four years later, she was diagnosed with thyroid cancer. Her pelvic organ prolapse, stress urinary incontinence and urinary retention recurred. A different physician informed her that the sling migrated from the intended location in her body and recommended sling removal in 2017. After the removal, she experienced severe pain and severe bladder infections which sent her to the emergency room. She had four rounds of antibiotics to treat the infection and was sick for six weeks and got sick again for a month. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.